Manufacturer narrative:
Testing was performed at alere (B)(4) on retained kit lot 100601 with the following internal whole blood control samples: (B)(6). All test results were valid and performed as expected. Additionally, the manufacturing batch records for lot 100601 were reviewed. This lot met the required release specifications. A review of the complaints reporting (B)(6) related to lot number 100601 demonstrated a complaint rate of (B)(4).the evidence available does not indicate that this product lot is performing outside label claims. Alere (B)(4) was unable to determine the exact root cause of the reported issue. The results obtained may possibly be related to the patient sample. The sample may have contained specific substances which may have affected the results. The available evidence suggests that this device lot is performing within labeled claims.

Event description:
Two (B)(6) results were reported using whole blood samples tested with the alere determine hiv 1/2 ag/ab combo. The tests used to confirm the patient as (B)(6) were not provided. The customer did not indicate an adverse event had occurred; however, there is insufficient information to determine if a malfunction occurred. It is unknown if both results are from the same patient or two separate patients. Gender, pregnancy status and age were unavailable.